Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump received with missing segments/partial display due to cracked and bleeding liquid crystal display glass. Unable to perform any tests due to liquid crystal display physical damage.

Event description:
It was reported via phone call that insulin pump had liquid crystal display broken and had spot of ink . The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.